Event description:
The user had a chronic infection in the blind sac closure site. The user was explanted on (B)(6) 2021 and it is planned to re-implant at a later date.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. This finding was expected because according to the recipient report the device was explanted due to device unrelated medical reasons namely cavity infection and breakdown of blind sac closure. Reportedly the recipient has a history of chronic ear disease. Mechanical damages found are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a chronic infection in the blind sac closure site. The user was explanted on (B)(6) 2021 and it is planned to re-implant at a later date.